Manufacturer narrative:
Evaluation of the third returned smart coil revealed that the pusher assembly was fractured, and the distal fractured segment of the pusher assembly, the introducer sheath and the embolization coil were not returned for evaluation. This damage was not mentioned in the reported complaint and was likely incidental. Due to the return condition, the reported complaint could not be confirmed, and the root cause could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00803, 3005168196-2021-00804. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00803, 3005168196-2021-00804.

Event description:
The patient was undergoing a coil embolization procedure to treat a carotid cavernous fistula using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, a smart coil would not advance past its initial position within its introducer sheath; therefore, it was removed. Subsequently, the same issue occurred with two other smart coils; therefore, the smart coils were also removed. The procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.